Manufacturer narrative:
Reported event of stretched helix was confirmed. Visual inspection noted outer helix length was out of specifications. The helix elongation is consistent with having occurred during procedure. Further analysis was performed, and the device exhibited normal device characteristics without any anomalies. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity.

Event description:
It was reported that the patient presented for a scheduled procedure. During the procedure, the helix on the leadless pacemaker (lp) had sprung. It was noted that the protective sleeve was moved to get mapping numbers for the lp. Once the lp was uncovered, it dove more distal in the right ventricular. There appeared to be no helix extension when it was attempted to unfixate and when the protective sleeve was advanced. However, under fluoroscopy it was noted the helix was sprung. The lp was removed and replaced. The patient was in stable condition.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.